Event description:
A customer observed negatively biased results for phbr and phyt proficiency samples tested on the 950 analyzer. Biased results on the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into the event showed that the calibration results were atypical compared to expected results on the day of the original testing. Review of the calibration data shows the level 2 callibrator response was lower than expected. Repeat testing of the same proficiency samples on slide lots with typical calibrations produced acceptable results. The root cause of the event is calibration related.